Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that some sort of alarm occurred. On the central control monitor, the alarm of temperature was displayed. The icon for temperature was normal. Pressure, temperature and level was normal. Level subtab was opened and level detection system changed to off, and the alarm disappeared. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.